Manufacturer narrative:
(B)(4). (B)(6). The reported product is an unknown baxter transfer set. (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain, fever, and cloudy effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis was suspected to be due to the leak at the tube of the drain bag, but as the drain bag and drain lines are not part of the sterile pathway to the patient, it is unlikely that this would have been the cause of the peritonitis event. The patient was not hospitalized for the event. On the same day as the onset, the patient began treatment with ciprofloxacin orally (dosage, frequency and duration not reported) and cephalothin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovering from the event. On an unreported date, the patient was retrained on proper aseptic technique. Additional information was requested but is not available. This is report 1 of 4.